Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 489mg/dl. The customer's most current level was 353mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. Troubleshoot was conducted and the device failed testing. The customer was advised the pump would be replaced and returned for analysis.